Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon eval, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the strain relief, damaging internal wires. The cause of the inability to complete testing is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force. No adverse event resulted from the damaged cable and wires.